Event description:
It was reported that during a syndesmosis repair surgery the tape broke while tightening. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual evaluation revealed two torn edges on one suture of the assembly. The round button was not received with the assembly. Functional testing could not be performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning.